Manufacturer narrative:
This report is submitted august 2, 2018.

Event description:
Per the clinic, the patient underwent explantation (date not reported), due to buckling of the electrode array upon insertion.

Manufacturer narrative:
Correction: the initial MDR submitted on august 02, 2018 was filed inadvertently. The device is a surgical reject. No explantation or serious injury has occurred as previously reported.